Event description:
The patient experienced an overdose and was nonresponsive in the intensive care unit. The patient had back fusion surgery in 2008. It was noted that the surgeon "did not mess up the catheter". The pump was read after surgery and everything seemed in order. The patient had declined in the past 12 hours. The pump was used to deliver morphine sulfate and prialt. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.